Event description:
Meter was prompting the error 2 message. The patient described experiencing symptoms of shakiness. Patient did not attempt to retest and did not have a back up device. Patient's physician increased patient's lantus regimen by 5 units, as patient had been unable to test. There was no indication that patient's blood glucose level was tested at the physician's office.the customer care representative (ccr) verified that the patient was using the correct testing technique. The ccr discovered through troubleshooting that the test strips were damaged. The meter, test strips, and control solution were replaced.